Manufacturer narrative:
Additional information: new info. Received patient date of birth: (B)(6) 1940, 81 yrs. Old, os (left eye), explant date (B)(6) 2022. Fields below updated: section a2: age: 81 yrs. Old. Section a2: date of birth: (B)(6) 1940. Section d6b: if explanted, give date: (B)(6) 2022. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 18, 2022 section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to an unexpected postop refraction could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "hs-unexpected postop refraction" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is on (B)(6) 2022. If explanted, give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to dissatisfied patient and residual refractive error that is unacceptable. It was stated that doctor used lenstar biometer and the quantal ascan. No other information was provided.